Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a malfunction alarm occurred. Customer performed a pump reset and cleared the alarm. Additionally, a the customer received a cartridge alarm (alarm 30) during the loading sequence. There was no reported adverse impact to the customer's blood glucose. Customer changed the cartridge and insulin was resumed successfully.